Event description:
It was reported that there are unknown leaking issues from the catheter.

Manufacturer narrative:
Received 2 unused foley tray in unopened packaging. Two lot samples with different lot numbers were returned: ngaz0696 - expiry : 03/04/2019 and ngaw4710 - expiry: 02/28/2019 the reported event was unconfirmed since the problem could not be reproduced. The exterior of the sample was inspected and found no evidence of a failure that would support the reported event. Per functional testing, the samples underwent a 7 day leak test and no leakage was observed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage latex and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable local, state and federal laws and regulations." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there are unknown leaking issues from the catheter.